Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/21/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: ¿ did this issue contribute to any patient adverse event? -no. ¿ when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify -during use on the patient. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent a debridement and suturing surgery on (B)(6) 2025 and suture was used. The patient suffered from ankle injury and underwent debridement and suturing at 20:30. When the medical staff followed the doctor's advice to use the suture, medical staff found that the suture was prone to breakage and could not be used, seriously affecting the surgical suturing process. The doctor immediately replaced the suture with a new one and completed the suturing treatment for the patient. There were no patient consequence reported. Additional information was requested.